Event description:
The report received from company's affiliate indicated that the patient was admitted for an elective case. The type c de novo lesion was treated via radial approach. The lesion was pre-dilated with a 2.0 x 20mm balloon catheter at 6 atm. The first cypher stent was a 2.5 x 28mm and was implanted at 20 atm for 16-30 seconds. The second cypher stent was a 3.0 x 28mm and was implanted (not overlapping) at 20 atm for 15 seconds not overlapping. Distal end dissection occurred by the edge of the implanted cypher. The dissection was treated with a third cypher stent (2.5 x 18 mm) deployment at the distal end of the implanted cypher overlapping. The patient was in stable condition and discharged from the hospital the day after the procedure. The stents were not post-dilated. Timi flow pre and post-procedure was 3.